Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by the paramedics due to blood glucose levels below 70 mg/dl. It was stated that the customer was eating a lot of food and candy the past two days, and may have over infused insulin. The customer's mother was advised to speak with his healthcare professional about possibly making changes to the insulin sensitivity settings. Troubleshooting was performed, and the insulin pump was programmed correctly. Nothing further was reported.